Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be mosfet failure. Upon receipt the device, both the red and green status indicator flashed alongside a failure chip, as per reported fault. Measurements taken during the investigation would confirm mosfet failure. After replacing the mosfet, the device underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device powers off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device powers off without user input. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.